Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed chipped on lower left front corner of top case, cracked on right plunger case and battery door. Unable to duplicate the auxiliary control unit watchdog failure at power up and all the functional testing. The root cause of the reported issue could not be determined. Actions taken to mitigate the reported issue: performed preventive maintenance and all functional testing, repair was not needed per customer reported problem due to no problem was found on pump. Device passed functional and delivery tests.

Event description:
It was reported that an auxiliary control unit watchdog error event occurred. No patient injury reported.